Event description:
Complaint reported by attorney. The legal complaint states the following: patient had desara implanted on (B)(6) 2010. Patient was diagnosed with bladder prolapse, rectocele, cystocele prior to procedure. Plaintiff claims pain with intercourse, urinary incontinence, bowel problems, constipation, vaginal pain, as well as back and leg pain, marital problems due to lack of intercourse and desire and exacerbation of depression and anxiety. No further information is available at this time.